Manufacturer narrative:
The boards(s5vp and scp) were returned to intuitive surgical, inc. And analyzed. Failure analysis was not able to reproduce the error on either boards. The boards were installed on a test system and test with no issues detected. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contributed to an adverse event.

Event description:
It was reported through system logs that a system error occurred. The customer contacted intuitive surgical, inc. And explained that during a da vinci assisted nephrectomy procedure an error occurred. The customer power cycled the system at which point the error turned to a repeated non-recoverable fault. There was no vision in the vision side cart monitor and the high resolution stereo viewer. The high resolution stereo viewer is located on the surgeon side console and provides the 3d image captured from the endoscope inserted in the patient. The surgeon decided to convert the procedure to laparoscopic. Onsite investigation was conducted by an intuitive surgical, inc. Technical field specialist. The technical field specialist was able to reproduce the reported issue and verified the error through the logs. The issue was resolved by replacing several boards (s5vp and scp).

Manufacturer narrative:
On july 18, 2016, intuitive surgical, inc. Received additional information stating that due to the system troubleshooting the surgical procedure had been prolonged by one hour. The procedure was completed and there was no injury to the patient. However, the patient did experienced moderate post operative pain due to difficult access to the tumor.